Manufacturer narrative:
Evaluation of the returned 4maxc confirmed a fracture on the catheter shaft. If the 4maxc is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation of the device revealed kinks on the catheter shaft. Based on the reported event, this damage was incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the physician experienced resistance while advancing the 4maxc towards the target vessel. After reaching the target vessel, the physician attempted to aspirate using the 4maxc, but no thrombus was aspirated. The physician then visualized under fluoroscopy that the 4maxc was fractured. Therefore, the 4maxc was removed. Upon removal, the physician confirmed that the 4maxc was fractured but remained connected by the inner wires. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.